Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital experiencing muscle stimulation. Upon device interrogation, the right atrial lead exhibited loss of capture and sensing and it was discovered that the lead had dislodged. The lead was explanted and replaced. The patient was in stable condition post procedure.